Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product sample was received for evaluation. Visual and functional testing were performed. The product had a broken tamper seal and a damaged top label. The monitor was opened and the tie wrap was not present that holds all the tubing in the correct place. The absorber tubing was smashed under the top case. The reported issue was duplicated. The root cause of the reported issue was found to be a smashed absorber tubing. The tubing was replaced, tubing was routed correctly and secured in with a tie wrap. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an occlusion issue, parts had been replaced but still having this issue months later. No patient injury was reported.